Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation of the pulse generator, ventricular tachycardia episodes with undersensing were noted. Noise reversion episodes were also noted when premature ventricular contractions were sensed. It was suspected the noise diagnosis was false. The device was reprogramed. The patient was stable and would continue to be monitored.